Manufacturer narrative:
General performance trends for tube slippage were analyzed and found to be within acceptable parameters.

Event description:
It was reported that when a respiratory therapist was checking on a pt, she observed that the 6.5mm et tube had slipped out by 5cm. She was able to reinsert it the 5cm without difficulty. The pt had not become extubated and had no adverse response. It was stated that the strap that wraps around the et tube had lack of adhesive, which allowed the tube to slip.